Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that impedance has slowly risen to 2084 ohms from 800 ohms in four years. The sensing and capture thresholds are stable. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as atrial impedance slowly increasing from average of 1815 ohms during the week of (B)(6) 2010 to an average of 2265 ohms during the week of (B)(6) 2011.